Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the epg required repair. It was found on analysis that the output connector assembly, hanger assembly, upper and lower cases were broken. It was further noted that the encoder assembly and three knobs were contaminated. It was noted that one knob was missing, display wires were pinched with wires exposed and display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved as necessary. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required a repair. The product was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.